Manufacturer narrative:
Upon completion of the investigation it was noted that images were taken of the ¿as received¿ valve. The valve was visually inspected; some biological debris was noted. The position of the cam when valve was received was 70 mmh2o. The valve was hydrated. The valve was tested for programming with programmer 82-3126 with serial (B)(4) and programmer 82-3190 with serial (B)(4), the valve failed the test, the cam mechanism did not move during the programming process. The valve was flushed, the valve passed the test no occlusion was noted. The valve was leak tested, no leaks noted. The valve was reflux tested. The valve failed the test, occlusion noted at ruby ball. The valve was leak tested, no leaks noted up to the ruby ball. The catheters were irrigated no occlusions noted. It was not possible to reflux test the valve due to occlusion. It was not possible to test siphon guard due to occlusion. It was not possible to pressure test the valve due to occlusion at the ruby ball. The valve was dried. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was found on the spring, on the spring pillar, on the ruby ball, on the seat of the ruby ball, on the cam mechanism, on the cam mechanism pillar, and on the base plate. The cam magnets were also controlled. The magnets passed. Review of the history device records for the valve product code ns9008, with lot cnpbfr conformed to the specifications when released to stock on the 16th january 2013. The root cause of the problem reported by the customer is due to the biological debris found on the spring, on the spring pillar, on the ruby ball, on the seat of the ruby ball, on the cam mechanism, on the cam mechanism pillar, and on the base plate. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
The reported valve was attempted to implant to a patient via lp-shunt (doi and initial setting were unknown). It was reported of suspected occlusion. No further information was provided by hospital.